Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch and plunger lever message. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition, although the left plunger case was damaged. Evidence of the customer's reported problem regarding "check clutch/plunger lever" alarm message was identified in the pump event history log. The customer's stated problem was verified during occlusion testing. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the root cause of the issue could not be determined. However, the clutch, left plunger case, worm gear and coupling, and barrel clamp head screw (per CAPA (B)(4)) were replaced, the device passed all functional and delivery tests, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.